Event description:
The customer's caregiver reported the customer received an error-6 display message on his precision xtra blood glucose meter. It was additionally reported that as result of the display message, the customer was unable to take his unspecified medication as he did not know the amount to take, and his blood glucose level became very elevated. The reported day of the medical event was on (B)(6) 2010. The customer's caregiver was reportedly able to test the customer's blood glucose level by using another unknown device and a reading of 260 mg/dl was obtained. She also reported she took the customer to a doctor's visit first who then directed the customer to a hospital where he was diagnosed with hyperglycemia and treated with insulin which was a change to his normal medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The meter's data-log was uploaded and reviewed time and date change due to electro static discharge was not observed. Error issue has been identified to be caused by user misuse. This is a final report.